Event description:
Pt rec'd laser hair removal treatment of face -upper lip, chin, sideburns- for a total of 4 sessions through 2005. In 03/05, pt saw hypertrichosis of facial hair -throat close of chin, sideburns, and jaw line- close to where laser had been administered.